Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and could not start up as well as the reported phenomenon. It was found the main circuit board failure which made that the front panel of the subject device became black and not displayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus (B)(4), it is inferred that the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main circuit board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was lost during the unspecified procedure. The intended procedure was canceled. There was no report of patient injury associated with this event.